Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient stated the receiver was working fine but she did not 'realize' her low glucose alerts (i.e. She was not aware of them because of being asleep and having previous alcohol intake). She had been at a party in the evening, reportedly drinking a moderate amount of alcohol (described as'not that much'). When she was going to bed the continuous glucose monitor (cgm) value was 'going down critically' and she drank a glass of juice. In the morning, her sister found her unresponsive with the receiver alarming loudly for a low value; it is unknown how long it had been alarming. The sister tried to find blood test strips to check the blood glucose (bg) but could not find them due to the stress, so the bg was not checked. The sister administered a glucagon injection without effect; it was later noted to be expired. The sister also tried to give the patient grape sugar. The sister called for an ambulance. The ambulance staff checked the bg which was 29 mg/dl, and administered IV glucose. After treatment her glucose level was 108 mg/dl. She was taken to the hospital where she had a heart monitor and multiple unspecified tests; there was no report of any medication having been provided in the emergency room (ER). She was released after two hours. At the time of the report the patient was physically exhausted but feeling good. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.